Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was experiencing backup battery faults. The patient panicked and switched to the backup controller prior to arriving in the emergency department. Upon arrival to the hospital, the internal battery fault alarms had resolved. The patient's original controller was replaced and the patient received a new backup controller. There were no other unusual events seen within the log files.

Manufacturer narrative:
Section d4;h4: additional information. Manufacturer's investigation conclusion: the reported event of a backup battery fault was confirmed via the submitted log file. The hm3 system controller (serial number: (B)(6), was not returned for analysis; however, a log file was submitted for review with events spanning approximately 3 days (B)(6) 2020 ¿ (B)(6) 2020, per timestamp. Backup battery fault alarms were active due to a load test failure. These alarms occurred intermittently between (B)(6) 2020 at 06:37:02 ¿ 08:44:17. The backup battery failed the load test due to the loaded voltage being under the acceptable threshold as compare to the unloaded voltage. The alarms cleared shortly after activating and did not affect the pumps ability to operate as intended. There were no other notable alarms. Additional information provided on (B)(6) 2020, stated that the controller was exchanged by the patient following a backup battery fault alarm. The patient decided to switch from their primary controller (B)(6), to their backup controller (B)(6). The exchanged primary controller was disposed of at the hospital and will not be returning for evaluation. No further actions were taken. A root cause for the backup battery fault could not be conclusively determined through this analysis. Heartmate iii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use (IFU) under section 2 ¿systems operations¿ explains how to replace the system controller, and the system controller backup battery. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate 3 system controller serial #: (B)(6), was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.